Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/7/2019. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/07/2019. Investigation summary: during the sample evaluation, no defects were found. The inlet ports as well as the antireflux valve were inspected to identify any damage or occlusion and were found in good condition. The plate was activated while the inlet ports were open, and it was confirmed that the duckbill valve was not occluded. Also, while the plate was open and the exit port closed, the plate was pressed to release the air and it was not possible, that confirmed that the duckbill valve doesn't allow the fluids to go back thru the inlet ports. Welding around the ports and in the perimeter of the bag was inspected and it was in good condition, there was no presence of weak welding or over welding that could cause a leakage. A visual inspection was performed, and no void, hole or channel was found in the bag. The zip tie that holds the plate was inspected and it was oriented correctly to avoid puncturing the bag. The reservoir was activated while the caps were inserted on the ports and the bag did not inflate. If the reservoir had a leak, it would have inflated and did not happen. Based on the present analysis, it is determined that the reported complaint is not related to the manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the flex control.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/8/2020.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: when was it noticed that negative pressure could not be applied? Before the drain was place in tissue or after the drain was placed in tissue? After the drain was placed in tissue. How long was the device used before ""negative pressure could not be applied"" was found? No information. Was there a failure of the locking plate mechanism? No information. Did the reservoir function properly upon first activation of reservoir and after drain placement in patient in ward? No information. Were any anomaly or deficiency noted in the reservoir before/during or after activation? Yes. The backwater valve was no function. Did the drain function properly after drain placement in patient in ward and upon first activation of reservoir? No information. Were any anomaly or deficiency noted in the drain during placement? No information. How was case completed? No information. No further information will be provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a spinal surgery on an unknown date and a reservoir was connected to a drain was used. Negative pressure could not be applied during use on (B)(6) 2018. Further details are not provided. There were no adverse consequences to the patient.